Event description:
During the ventricular tachycardia ablation in the left ventricle, ventricular fibrillation was induced twice when ablating for a long duration at that specific site, the ventricular fibrillation was successfully defibrillated and there was no patient consequences. In fluoroscopy it was noticed the implanted defibrillator coil was at that ablation site. At 45w there were artifacts in the ECG and the ECG of the external defibrillator. The power output was reduced from 45w to 30w and the artifacts decreased and ventricular fibrillation was not induced again.

Manufacturer narrative:
Additional information g3, g6, h2, h3, h6. The results of the investigation were inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported stroke could not be determined.